Event description:
The patient was placed in the scanner with non-thermal conducting MRI pads in between arms and torso on both sides, as well as, pads between the patient's arms and the scanner with a strap around him to hold everything in place and was placed in scanner for approximately 8-10 minutes. Patient was pulled out of scanner complaining that his arms were really hot. Patient has tattoos covering large portions of arms-MRI was terminated immediately.